Event description:
When using cryo machine it dripped on the practitioner and patient. Order: 93000 ref (B)(4).

Manufacturer narrative:
*Investigation x-review DHR x-inspect returned samples *analysis and findings complaint (B)(4). Distribution history: this complaint unit was manufactured at csi on 2/07/11 under wo #102623 and shipped on 2/24/11. Manufacturing record review: a review of the device history record could not be performed as the record could not be located at the time of this investigation. However, it should be noted at the time of manufacture records from each lot are thoroughly reviewed to ensure that products are released meeting all coopersurgical quality release specifications. Should the device history record be located going forward, it will be reviewed and this complaint amended accordingly. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed 3 similar reported complaint conditions. The units were noted to be damaged or required replacement of internal components. Product receipt: the complaint unit was returned on a repair. However, based on log 93000, this unit was at csi on 10/3/19. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found to function properly. Root cause: the product tested to specification as the device was found to meet all visual and functional test specifications. Root cause not applicable as the complaint condition was not confirmed. *correction and/or corrective action the unit was confirmed to function to specifications and returned to the customer. No further corrective action is necessary, as the complaint condition was not confirmed. *preventative action activity coopersurgical will continue to monitor this complaint condition for trends.

Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition.

Event description:
When using cryo machine it dripped on the practitioner and patient. Order: (B)(4).

Manufacturer narrative:
Additional, corrected, and/or changed data: b1, b3, g3, h6.

Event description:
Healthcare professional reported "when using the cryo machine it dripped on the practitioner and patient," and "it dripped on [practioner's] foot blistering it."